Manufacturer narrative:
Additional information received reported the patient had the device adjusted while it was implanted, but had not undergone an MRI. Reportedly, there was no injury to the patient. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was not draining properly, and there was possible occlusion. According to the report, the device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had to have a shunt revision in (B)(6)2017 due to a malfunction but had been doing well since.

Manufacturer narrative:
Additional information received reported the patient had the device adjusted while it was implanted, but had not undergone an MRI. Reportedly, there was no injury to the patient. Patient weight at implant provided. If information is provided in the future, a supplemental report will be issued.